Event description:
It was reported that during insertion of an implant for a bankart repair, the head sheared off leaving the body of the mini-revo anchor in the surgical site. It is unk if the implant was overtightened. The procedure was completed successfully with another implant. To date, the pt is doing fine and no add'l intervention is planned.

Manufacturer narrative:
Investigation results: to date, the product has not been returned for investigation. A follow-up report will be sent upon completion of the investigation. In the past 2 yrs, over 21,000 units have been distributed worldwide. A review of product history for the past 2 yrs found two similar reports for implant breakage. The rate of occurrence is 0.009 percent.